Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips would not form on the duct and fell out of the gun. No further information is available. There was no consequence to the patient.

Manufacturer narrative:
Tracking# 55284/a. D6: device returned with no lot identification. Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry info received & the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty & locked out. As the instrument was received empty, further functional testing could not be performed.